Manufacturer narrative:
Reliability engineering evaluated the device and the reported problem of "device's knurled knob had come off" was confirmed. The tube lock cover of the attachment was loose, two lock pins were missing, and the middle sub-assembly would not allow the bearing sleeve to seat properly. There were scoring marks observed in the area where the lock pins are inserted, and tooling marks were observed on the bearing sleeve. It was concluded that the problem was most likely caused by improper handling. If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the silver tip above the device's knurled knob had come off during surgery. There were no reports of patient injury, however, it is unknown if medical intervention occurred. There was no additional information provided.